Manufacturer narrative:
Other, other text: d10, h3 and h6 - evaluation codes: updated. D3, g1, and g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection found a cracked and corroded enclosure. Missing drain tube. The device had an outdated printed circuit board (pcb) and power switch. Cracked tank cover. Functional testing found the device leaks from the lower rear of the enclosure; confirming the customer complaint. Root cause was attributed to the cracked enclosure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, prior to patient arrival, the device leaked at the drain valve on the tank. It was stated "no other information added".